Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the reason for the call was yesterday (B)(6) 2025) the patient was driving and felt terrible electrical impulses that they could not stand and it lasted intermediately for about 15 min. The patient did not have the programmer with him at the time. The patient ended up at the ER and was told there was nothing they could do. The patient was given a CT scan because of this and it happened again. The patient stated they were working with the va. The patient told the doctor and they were going to set up an appointment to get the device removed from the body which was fine but patient was worried and nervous and anxiety built up because it could be triggered at any moment. The doctor was asking the patient if they were close to an aircraft or some kind of manufacturing company that might have triggered it. The patient had not had any hard falls , accidents or know of any strong emi . During the call, the patient was using the 3037 programmer showing therapy on . When going to turn therapy off the programmer showed a por message. The agent reviewed por (power on reset) meaning .the issue was not resolved through troubleshooting. The patient was working with the va to get the device removed but patient was concerned it may take awhile and this may happen again. The patient mentioned they used to carry the programmer everywhere they went and never had any issues and went near many airports in and out with no issues. The patient thought the unit was dead or the battery was dead so they ignored it for the last 4-5 years. The agent emailed local manufacturer reps for visibility and to see if they could contact the patient to assist. The patient stated the their doctor was no longer working with the va. The local rep responded and reported that they had spoken with the patient and they would notify them when their next appointment would be. They also indicated that the patient had not experienced any further shocks at the time of the correspondance.